Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they haven't used the device for 2 years because it wasn't working for them. Patient stated the device was doing weird things and they stopped using it because it didn't hit high enough up on their back to help their back and it would start firing on their legs really bad. Agent emailed prs about update on pain pump being explanted. Patient did not recall when the pump was explanted. [See (B)(4) for information of pump explant].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.